Event description:
It was reported that the battery drawer compartment was broken and needed to be replaced on the external pulse generator (epg). Therefore, the clinician had the product number and requested the price so they could order a replacement. Technical support (ts) provided the phone number for customer service as well as the listed price for the battery drawer and o-ring too. The clinician will call to order when the purchase order is approved. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.